Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received four (4) samples and one (1) photo for investigation. The photo and the returned samples were evaluated by visual examination and the indicated failure mode for gel air bubbles was observed, but no gel smearing was seen. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of gel air bubbles and gel smearing were not found. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles, and unconfirmed for gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance plus blood collection tubes, customer noticed (4) tubes have gel air bubbles and gel smearing issues. No patient impact reported.